Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This MDR is being retracted as it is a duplicate of a record previously submitted 1018233-2025-01754. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tray12ch male standard 40cm nelaton tip hydrogel coated silicone with 10ml balloon for long term of 3 months with urine meter. The patient was being catheterized and the surgeon asked for a new catheter because the balloon popped.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tray12ch male standard 40cm nelaton tip hydrogel coated silicone with 10ml balloon for long term of 3 months with urine meter. The patient was being catheterized and the surgeon asked for a new catheter because the balloon popped.